Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that prior to an excision of the sigmoid colon, the handswitch did not work. Another device was used to complete the case. There were no consequences to the patient.